Event description:
In a cage inserter consisting of an outer shaft and threaded distal tip inner shaft. The distal tip of the inner shaft separated when the inserter was used to rotate a tlif curved cage implant instead of the provided repositioning tamp. This was done outside of the reccommended surgical technique. No harm nor injury to the patient was reported. The tip was left embedded in the cages' mating the female thread. This is an additonal submission that follows MDR-3009051471-2019-00015. Refer to the previous MDR file for additional information.